Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No unexpected number scrolling during testing. Pump received with minor scratched lcd window, cracked case at the display window corners, missing end cap sticker and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and they were in the hospital. The customer's blood glucose was 129 mg/dl. The customer was trying to enter her blood glucose manually but instead of going up the insulin pump went down. The insulin pump was scrolling with no input. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.